Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter with a tuohy adaptor still attached to the hub. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the device. Microscopic examination revealed that there is a hole in the guidewire lumen 14mm from the tip. The tip is damaged and the balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not find any tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main trunk. After a non-bsc stent was placed, a 4.50mm x 8mm nc emerge balloon catheter was advanced for post dilation. However, during the first inflation at 10 atmospheres after 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main trunk. After a non-bsc stent was placed, a 4.50mm x 8mm nc emerge balloon catheter was advanced for post dilation. However, during the first inflation at 10 atmospheres after 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.